Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed, and the device is offline. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from pharmacy. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) was informed that a metal plate appeared to be hanging down and obstructing drawer movement. Upon arriving at the machine, the fse opened drawer 4.1 and observed no immediate signs of dragging. Upon closer inspection beneath the drawer, a couple of large, packaged pills were discovered lodged above the metal divider, causing it to hang low and prevent the bottom portion of drawer 4 from closing properly. The fse removed the obstructing items, after which the drawer operated smoothly. Functionality was verified using the hardware test application (hta), which resulted in a successful pass. The customer was able to recover the drawer without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.